Event description:
Caller reported aviva system blood glucose results of 548 mg/dl and 116 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.